Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon ruptures are an inherent risk of using this product. According to the IFU "the tuftex embolectomy catheter is indicated for the removal of arterial emboli and thrombi." The device is not indicated for the use of removing gallstones or cholecystectomy. It is possible that anatomical features involved in this procedure caused/contributed to the reported issue. Additionally, as stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that during a cholecystectomy procedure, when the catheter was introduced through the bile duct for stone extraction, it failed to inflate. Upon removal, the balloon was found to be ruptured. It is important to note that prior to use, the catheter had been inflated with saline solution without any issues. No injury was reported to the patient.